Event description:
Surgeon has reamed acetabulum to fit size 56. Successfully fits trial cup 56mm. Then implant 2051-3056 is unpacked and placed. This was quite difficult due to osteophytes on the egde the surgeon thought. Eventually the cup was placed pressfit but the implant wouldn't go in completely. There is 2mm room at the bottom of the cup. Then insert 2041-2854 is unpacked and placed. The insert turns out to be too small. Then an insert 58 mm is unpacked and placed. This insert does fit. According to the surgeon the text on the edge of the cup indicates 56mm, but it seems to be a 58 mm cup.